Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post implant it was noted that the lead perforated the patient. The patient developed pneumothorax. The lead was successfully repositioned and the patient was -stable-.